Manufacturer narrative:
Section h10: additional information provided indicated the patient underwent surgical valve replacement, however, the 23mm sapien xt valve remains in the ivc. Investigation is ongoing.

Manufacturer narrative:
Additional information: section h6 and h10. Section h10: the delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Additionally, no applicable imagery was provided for review. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and did not reveal any similar complaints. As the complaints were unable to be confirmed and the control limits for the associated trend categories were not exceeded for march 2020, a complaint history review was not required. The instructions for use (IFU), the device preparation training manual, and the procedural training manual highlight the necessary steps for preparation and use of the novaflex+ delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were unable to be confirmed. Review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As no procedural or patient information was provided, a definite root cause is unable to be determined at this point. However, it was noted in the description ¿all (withdrawal) - attempts were unsuccessful. Furthermore, the system was attempted to be advanced back into the large portion of the ivc, however, the delivery system would not advance forward.¿ as mentioned in the description, valve landing in the pulmonic position was unable to be conducted due to patient anatomy. It is possible that during withdrawal of the delivery system, patient anatomy may have interfered with the withdrawal and tracking process. Tortuosity can create non-coaxial withdrawal of thv leading to the reported event. While a definitive root cause is unable to be determined, available information suggests that patient factors (patient anatomy) may have contributed to the complaint events. Since the occurrence rate did not exceed the trending control limits; no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Correction: d2. Additional information: section g3 and h10: this is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-10911.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a (valve in mpa/homograft) tvr procedure in the pulmonic position, the 23mm sapien xt valve was unable to be deployed into the homograft due to patient anatomy. Attempts to remove the valve/delivery were unsuccessful, therefore the valve was deployed in the ivc. Multiple attempts were made to position the 23mm sapien xt valve and novaflex+ delivery system into the landing zone within the mpa/homograft that had been prepped with a covered stent. The decision was made to remove the entire system and attempt to pull the valve into the esheath, however the removal was unsuccessful. Furthermore, the system was attempted to be advanced back into a large portion of the ivc, however, the delivery system would not advance forward. The decision was made to deploy the valve in the lower ivc. An ev3 stent was placed inside the valve to pin the leaflets, with a final diameter approximately 16mm. The patient did not tolerate the procedure well and was admitted to the ICU. The patient was to be scheduled for surgical valve replacement. The physicians noted patient's heart and anatomy was "small and stiff" and that the "stiffness" of the delivery system made it difficult to position the valve as intended. Note: this event description pertains to the delivery system.

Manufacturer narrative:
A supplemental MDR is being submitted as medical records were received and reviewed. The following section of this report has been updated: section h10 (narrative text). Upon review of medical records received, it appears the xt valve along with the non-edwards stents were explanted during the surgical pulmonic valve replacement procedure. There was no allegation or indication a product deficiency of the xt valve contributed to this event. The xt valve was no longer functional after a stent was placed inside it to keep the leaflets open within the ivc non-target deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.